Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated and the source of the issue is unk. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system removed the memory of images for all the patients of that day except the last one. The customer would like to have the images retrieved. No pt injury was reported.